Manufacturer narrative:
The t:slim g4 cartridge user guide indicates that novolog has been tested up to 72 hours. Replace the cartridge every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 350 (mg/dl) and customer indicated their a1c levels have increased. Reportedly, the customer believes the pump is not delivering insulin correctly. A correction bolus was delivered to address bg level. Troubleshooting with tandem technical support indicated the pump was delivering insulin as drips of insulin were observed exiting the infusion tubing. However, it was noted that the cartridge uses novolog and is changed every 3-4 days. The customer was reminded that novolog is indicated for use for 72 hours and it was recommended that their infusion site be changed.